Manufacturer narrative:
PMA/510(k) # k182980. The investigation is in progress and a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Failure to place.

Manufacturer narrative:
PMA/510(k) # k182980. Additional information received on 12-sep-2022 from the customer "it is not a pc but a failure from the doctor about the size." It was also confirmed on 13-sep-2022 ¿ the stent was not used - the doctor opened the box by mistake¿. Cancellation report being submitted. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.

Event description:
Additional information received on 12-sep-2022 from the customer "it is not a pc but a failure from the doctor about the size." It was also confirmed on (B)(6) 2022 ¿ the stent was not used - the doctor opened the box by mistake¿. Cancellation report being submitted. No adverse effect to the patient was reported as occurring. The event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿.